Event description:
A us distributor contacted zoll to report that a patient developed an open wound and infection under the lifevest equipment. Patient described the area as having a golf ball sized cyst and the lifevest rubbed the cyst causing it to open and become infected. The area was also red, raw, and purple. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics for the skin irritation. Follow up indicated that the skin irritation improved.